Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued repeated alert 38 motor stall alarms, resulting in multiple interruptions of insulin delivery despite supply changes and device restarts, and the user¿s blood glucose was reported as high at the time of contact; a replacement device was arranged, and the user reverted to an alternative insulin therapy. Symptoms included hyperglycemia. Outcomes included temporary interruption of therapy and the need for alternative therapy. Investigation included customer interview, blood glucose assessment, device history review, and logistics for device return and evaluation. Investigation of this case revealed a suspected motor stall malfunction within the pump mechanism consistent with prior reports of drive system interruption. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction.